Event description:
Complainant alleged that while analyzing the heart rhythm of a female patient, the device gave a "shock advised" prompt for a rhythm clinicians believed was non-shockable. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the product and this complaint is still under investigation.